Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the segment fluid damage, the u/d and the r/l pulley wires fluid damage, the lcb distal cover glass fluid damage, the light guide cable coating damage, the segment broken, the insertion flexible tube (ift) compressed, the insertion flexible tube (ift) buckled, the suction channel buckled, the ccd driver pcb corroded, the air/water nozzle missing, the operation channel leak, the objective lens unit scratched, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).